Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varicose ligation procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in the fundus of stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing had seven bands attached to it and one of them overlapped. The ligator housing teeth were in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had all the seven bands attached; however, one of the bands overlapped. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the device was used in the fundus of stomach; however, per the IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varicose ligation procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in the fundus of stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction.